Manufacturer narrative:
During device evaluation and servicing of the thermogard xp ivtm system (sn: (B)(6) at the customer's site, the console failed initial functional testing due to a leaking coldwell, which resulted in massive coolant leakage inside the system. The root cause was the cracked inlet and outlet fittings on the bottom of the coldwell, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in august 2011 and is over 13 years old. The coldwell assembly needs to be replaced to address the problem. The customer has decided to trade in their thermogard xp ivtm system (sn: (B)(6). Consequently, the thermogard console mentioned in the complaint will not be repaired by zoll. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number: (B)(6).

Event description:
During device evaluation and servicing of the thermogard xp ivtm system (sn tgxp10210), the console failed functional testing due to a leaking coldwell. No patient involvement.